Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 biogx sars-cov-2 open system reagents for bd max¿ were missing label information. There was no indication that this led to erroneous results and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00145 was sent in error. There was no exposure to blood as sample leaked into sensor compartment in bottle, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that 2 biogx sars-cov-2 open system reagents for bd max¿ were missing label information. There was no indication that this led to erroneous results and there was no report of patient impact. (B)(4).

Event description:
It was reported that 2 biogx sars-cov-2 open system reagents for bd max¿ were missing label information. There was no indication that this led to erroneous results and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00145 was sent in error. Physical defect broken is not considered to be a reportable malfunction.